Event description:
Boston scientific received information that this device and right ventricular lead displayed noise on the right ventricular and shock electrogram resulting in pacing inhibition greater than three beats. The patient with this device is in an atrial tachycardia with ventricular pacing arrhythmia. An internal technical service consultant was contacted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. The data was reviewed by technical services. Pacing inhibition greater than two seconds was confirmed. It was thought the noise was likely due to myopotentials. Lead measurements were within normal range. Further isometrics were recommended and programming options were provided.